Event description:
It was reported that the customer experienced high blood glucose levels. The customer's blood glucose was 500 mg/dl. The customer treated her blood glucose with insulin pump therapy. The customer stated that the cause of the high blood glucose was that the insulin pump was not connected to the belt clip. The customer stated that the belt clip was sliding off the insulin pump. Advised that a replacement belt clip would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.